Manufacturer narrative:
The customer reported that after further inspection during repair, it appears that the fluid was not spilled but in fact purged from excess build-up in the catheter. The reason implicating this was the user said directly that there was fluid in the catheter and both pim modules also showed signs of a fluid breach which also needed to be replaced on both units. The fluid dripped from the back of the pim down to the power management boards and also causing one of the printers to malfunction. These were not fluid spills from outside the unit. The customer ordered a power management board and repaired the device in-house using replaced power management board, pim, scroll compressor and drive manifold, but the device still failed pneumatic test. The iabp is currently pending evaluation by a getinge field service engineer. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) unit shut off while on a patient. There was no harm to the patient. No patient info available. It was found that liquid made its way onto the power management board.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the iabp failed all manifold tests. The fse replaced pim to backplane cable assembly, in-line female pneumatic fitting, 1/16 ID. Polyurethane tubing, pressure-vacuum reservoir, l" 1/16 brass fitting, muffler to reservoir fitting, o-ring, buna as568a-910, muffler <100 micron, drive manifold assembly and pressure transducer w/4"cable. The iabp ran and passed all performance and function tests and was returned to the customer for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) unit shut off while on a patient. There was no harm to the patient. No patient info available. It was found that liquid made its way onto the power management board.